Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 2.5 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, the device was explanted and replaced with a non-medtronic homograft due to infection. The cause of the infection is unknown. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.